Manufacturer narrative:
The gehc service representative readjusted the gas proportioning system, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The gehc service representative reported that during planned maintenance it was determine the unit was able to deliver a hypoxic mix of gases. There was no report of patient involvement.